Event description:
The catheter was in the pt's right arm for 2 days. When tried to remove it from the pt, it was cut. The remained catheter in the pt's body was removed surgically.

Manufacturer narrative:
A supplemental report will be filed if a sample is rec'd for investigation. (B)(4)